Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) started to emit tones. It is suspected that the device has reached normal elective replacement indicator (eri). The device is scheduled for replacement.